Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. New information added to the following fields: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. The legal manufacture reviewed the customer provided the cleaning disinfection and sterilization (cds) processes where it was unknown if the reprocessing was conducted in accordance with IFU from the information obtained. The event can be detected and prevented by following the instructions for use: IFU states that detection method in evis lucera gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in evis lucera gif/cf/pcf/sif type 260 series reprocessing manual chapter 3 cleaning, disinfection, and sterilization procedures. Three attempts were performed to obtain additional information, but no response was received from the customer. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: due to wear of the angle wire, the play of the upward/downward angulation control knob is out of the standard value, the angle wires were stretched, the connecting tube had a scratch, part of the insertion tube was caught, pinched, and deformed, the connecting tube had a wrinkle, the resin had become cracked due to chemical stress applied during the cleaning, disinfection, and sterilization process, the adhesive bending section cover/distal sheath had a crack and had a white clouded area, the image guide protector was damaged, the adhesives around the objective and light guide lens had a white clouded area, the plastic distal end cover/probe cover had a scratch, the electrical connector had corrosion, the suction connector had corrosion, the universal cord had a scratch, switches 1 and 4 had wear, the forceps channel port was shaved, the suction cylinder was shaved, the upward/downward knob had corrosion, the image guide protector was damaged, and due to a scratch on the objective lens a flare occurred. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the colonovideoscope angulation knob feels too loose or light and the bending section/insertion tube had unusual shapes. The device was returned for evaluation. During the device evaluation, it was found that there was foreign material in the air water cylinder. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.